Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. This report is being made based on investigation results. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Event description:
It was reported that the pump emitted loss of prime warnings several times per day. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor pins were found to be damaged. This report is being made based on investigation results.